Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified about an event involving enterprise 5000x. According to the information received the backrest of the bed was lowering on its own without pressing any buttons on the nurse handset. No patient was involved and no injuries were reported.

Manufacturer narrative:
Arjo was notified about an event involving enterprise 5000x. According to the information received the backrest of the bed was lowering on its own without pressing any buttons. No patient was involved and no injuries were reported. The device inspection performed by the arjo representative after the event revealed the nurse handset failure (s9346 - cr5 nurse handset - acp). The circumstances in which the nurse handset was damaged are unknown. The faulty part was replaced. The enterprise 5000x bed passed the functional test and the device was released for use. To sum up, the bed did not meet its performance specifications due to unintended movement of the bed. The device was not used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement of the bed.